Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having issues with the mio infusion sets. The blood glucose reading was 206mg/dl. The customer mentioned having no delivery alarms, but the alarms were solved by changing the infusion set. However, once the infusion set was changed and the same reservoir was used, still the insulin was not able to push the insulin through. The customer was not able to determine the previous cause for the alarms. The customer did not call before to report the alarms. No further information was provided.